Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, when attempting to connect the implantable cardioverter defibrillator the connector was unable to be inserted. Even after the torque wrench was reset, it still could not be inserted. The device was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to connect was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of the device header found no anomaly contributing to reported event of lead insertion problem. Functional testing was performed, and device was within normal range of operation.